Event description:
A malfunction alarm with code malf 12 was reported, and the customer experienced this issue at least three times. There was no reported impact to the customer's blood glucose level. Technical support confirmed the customer would continue using the current pump until the replacement was received. They also instructed the customer on how to put the pump into storage mode before returning it. The customer was provided with a pre-paid label to return the faulty pump within ten days.